Event description:
It was reported that the arctic sun device did not cool down properly. Per follow up information received via email on 19jan2024. Device will be repaired in the hospital by crs. No patient involvement was reported.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool down properly. Per follow up information received via email on 19jan2024. Device will be repaired in the hospital by crs. No patient involvement was reported.